Event description:
Event description cpi received information that during a routine generator changeout, it was found that this patient's endotak c lead had fractured. During the replacement procedure, a new implantable cardioverter defibrillator was attached to the lead and when testing was being completed, a message was displayed that the ICD had shocked into a shorted output. Another (ICD) was successfully implanted along with a new endotak dsp lead. The patient exhibited twiddler's syndrome.